Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left material rupture. Concomitant products: mentor memorygel breast implant 650cc, catalog # 3506504bc, serial # (B)(4) (right). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 650cc and experienced a rupture on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 650cc, catalog # 3506504bc on (B)(6) 2019.

Manufacturer narrative:
On 6/24/2019, mentor became aware that chest injury and capsular contracture; baker grade iii patient codes were inadvertently not submitted in the initial report. The patient codes field has been updated appropriately. Manufacturer¿s reference: (B)(4).

Manufacturer narrative:
There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, the sample was found rupture .however, no conclusion could be reached as the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. Manufacturer¿s reference number: (B)(4).